Manufacturer narrative:
It was reported that, the patient is the one who had a history of chemotherapy treatment (gemzar), and 7 days after stent deployment, the patient developed a fever, epigastric pain, and melena. Egd revealed no evidence of bleeding, including from the major papilla. And after 2 days, the patient developed hematemesis, and CT revealed a pa arising from the posterior superior branch of pancreatoduodenal artery and protruding into the stent. The physician performed emergency angiography and coil embolization, and the blood inflow was arrested. 2 months after the biliary stenting, the patient developed hematemesis and was reported to have died from aspiration pneumonia due to hematemesis. It is hard to review suspected device's DHR, because it is not confirmed serial no. This case was published from internal medicine in japan 10th jan 19. After recognition by distributor of (B)(4), they reported it to taewoong. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure, this case occurred in the long past, and the patient's information is lack. However, based on the description, which was written that "the patient developed hematemesis, and CT revealed a pa arising from the posterior superior branch of pancreatoduodenal artery and protruding into the stent.", "the patient is the one who had a history of chemotherapy treatment (gemzar)" and "the physician performed emergency angiography and coil embolization, and the blood inflow was arrested. ", it is considered that pressure was applied to the posterior superior branch of pancreatoduodenal artery, resulted in occurring the pseudoaneurysm. It is considered that the bleeding occurred due to pseudoaneurysm and/or bleeding by pseudoaneurysm, and then, the patient developed a fever, epigastric pain, and melena. In addition, based on the description, which was written that "2 months after the biliary stenting, the patient developed hematemesis and was reported to have died from aspiration pneumonia due to hematemesis.", "the result of confirmation of case report, the patient died from hematemesis, probably due to the recurrence of biliary pseudoaneurysm.", "chemotherapy (gemzar) resumed.", and "in physician's view, the physician reported that there was a possibility of bleeding from where it became vulnerable due to chemotherapy." It is assumed that the cause of pseudoaneurysm's recurrence is bleeding from the vulnerable tissue due to resumption of chemotherapy, therefore, the patient developed hematemesis. And then, it is considered that the patient has died from aspiration pneumonia due to hematemesis. It is stated on user manual as follows. Potential complications: bleeding, fever, pain. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The patient is the one who had a history of chemotherapy treatment (gemzar) for multiple metastases of cholangiocarcinoma (invasive pancreatic ductal carcinoma) and naso-biliary drainage placement. On (B)(6) 2011: two semss (bd01008, bd01006-6) were placed in a partial stent-in-stent formation in left and right hepatic ducts to the lower common bile duct for the treatment of a biliary stenosis. 7 days (one week) after the biliary stenting: the patient developed a fever, epigastric pain, and melena. Egd revealed no evidence of bleeding, including from the major papilla. 9 days after the biliary stenting: the patient developed hematemesis, and CT revealed a pseudoaneurysm arising from the posterior superior branch of pancreatoduodenal artery and protruding into the stent. The physician performed emergency angiography and coil embolization, and the blood inflow was arrested. Date unknown: the patient was transferred to another hospital. Chemotherapy (gemzar) resumed. 2 months after the biliary stenting: the patient developed hematemesis and was reported to have died from aspiration pneumonia due to hematemesis. Physician's view: the physician reported that there was a possibility of bleeding from where it became vulnerable due to chemotherapy. The result of confirmation of case report, the patient died from hematemesis, probably due to the recurrence of biliary pseudoaneurysm.